Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to stress urinary incontinence and urethral hypermobility. It was reported that the patient underwent mesh revision/removal on (B)(6) 2009.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and hypermobility. Following insertion, the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, dyspareunia. The patient underwent removal of vaginally eroded mesh on (B)(6) 2009 due to urinary incontinence and urethral mesh erosion. The patient underwent a hysterectomy in (B)(6) 2011. (B)(4).